Manufacturer narrative:
Investigation summary: photo evaluation: six (6) photos were returned for evaluation. No abnormality was observed on syringe top web printing and the printing information on the package is clear and legible. All 6 samples were observed color change in graphic printing. Based on the DHR reviewed there were no abnormality during production run. A review of past year syringe process and there was no change in material used in syringe. The team had engaged r&d on color change in top web graphic complaint. Toxicology test was performed and meet the acceptance criteria. The affected batch 9144828 passed the biological indicator sterility test result (bi) acceptance criteria before released. Hence, root cause could not be determined.

Event description:
It was reported that 10 syringe 10ml ll experienced discolored blister pak/tray (primary packaging), which was noted prior to use. The following information was provided by the initial reporter: the images show the colour differences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringe 10ml ll experienced discolored blister pak/tray (primary packaging), which was noted prior to use. The following information was provided by the initial reporter: the images show the colour differences.